Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology at the time of implantation are unk. The pt failed to return for follow-up evaluations of the implanted stent graft. It was reported that the pt had a high fever at the time of implant and has been hospitalized a few times with abdominal issues since the time of implant. The physician removed the stent graft and reported that there was an infection next to the stent graft, which may have been present prior to the implantation of the stent graft. No issues with the stent were reported. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft and its analysis is pending.